Event description:
Pt re-reported sequence of events as above. Pt mentioned using a walker. Pt stated 'something like that my disc is a problem because I have a very bad back.' Pt later stated the hcp told them maybe the stimulation sometimes gets (too) high and is showing a problem and maybe it's stimulation or maybe they have a very bad back. Pt could barely move and was crying in pain. Pt mentioned having surgery in 1999 and 2020, one of those being the ins implant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated that last month they had a little bit of nerve pain and muscle cramping in their leg so their doctor told them to check with manufacturer to see if the programming could be adjusted. Patient referenced the issue with their leg and nerve damage being ongoing for 4 months. Patient then stated that a manufacturer representative (rep) "messed up" their programming and now the patient stated they were in big trouble for the whole month. Patient stated every time they tried changing the program, they would have more and more back pain. Patient mentioned that they went to the hospital by ambulance on monday and went home on friday and went back into the clinic yesterday. Patient stated they were in a lot of pain. Patient also mentioned they had an MRI done yesterday and the doctor told the patient that their back was "very bad" and they need surgery, but patient stated that's why they had the stimulation in the first place and the stimulation should help with/fix this issue. Patient stated rep he saw my position, and they couldn't even stand up.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the representative helped the patient to reprogram the device for the feelings of tightness and heaviness in their legs and the patient's battery not lasting as long as they'd like. The patient called the representative a few days later and stated they were in pain so the representative switched the settings back to what they were originally. The patient was taken off cycling and changed back to original programming. The patient that, that did not help. The patient saw a different representative with their doctor and the patient's doctor reviewed the patient's MRI. The doctor explained the issue had nothing to do with the stimulator, the patient was referred to a neurosurgeon to resolve the issue.